Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported break issue, as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2024). Device not returned.

Event description:
It was reported that during a drainage catheter placement in the right kidney for percutaneous nephrostomy drainage under ultrasound guidance, the silk thread was allegedly separated from the drainage tube. The drainage tube was replaced and the procedure was completed. There was no reported patient injury.